Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The unit was delivered to the customer on may 23, 2018. The lm reported that the most probable cause for the reported event is as follows: it is considered probable that the leak test failed, and that the electronic circuit was destroyed by the water intrusion into the said device, and that the communication with the processor became impossible, and that the image did not come out. Evaluation results of the equipment proposed information no image (ccd unit failure) confirmation of contents described in the operation manual check the contents of the operation manual regarding leak test failure. There are the following descriptions when the contents of the operation manual were checked. It is determined that this will prevent indication phenomenon. Do not clean, disinfect or sterilize this product with tweezers, forceps, scalpels, etc. There is a hole in the camera cable, and water leakage may destroy the electric circuit inside the product. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint ¿no image¿ was confirmed due to faulty charge-coupled device (ccd) unit. In addition, a cut was found on the cable which caused the unit to fail the water leak test. Also, a crack was found the on video connector. The cause of the ccd failure was cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed during preparation for use, there was no image displayed on the camera head. There was no patient involvement reported.